Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the pump had flipped. While performing a pocket revision it was reported that the collet was discovered to be broken. The entire pump segment of the catheter was replaced. The pump was secured, and the issue was resolved. The patient's status was noted as "alive-no injury." No symptoms were reported. No further complications were reported.